Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
Information was provided by the nurse case manager that the patient has a 14 f shetty (cook medical) peg and j tube, lot not provided. The spouse of the patient left a message, stating that the patient was hospitalized on (B)(6) 2015 with a staph infection around the stoma site. When ncm spoke with the patient's wife, the wife stated that the patient is currently at home on antibiotics.

Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. Complaint handling qa specialist post-market qa. (B)(4). Event evaluation: the complaint device was not returned to assist in the investigation; however, a review of complaint history, instructions for use (IFU), quality control, specifications and trends was conducted during the investigation. There is no evidence to suggest that the device was not made to specification. The IFU states, "sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile." It is possible that the infection could have been acquired at the hospital during the placement procedure or in relation to the patient's post-op care activities. However, a root cause cannot be determined with certainty at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Information was provided by the nurse case manager (ncm) that the patient has a 14 f shetty (cook (B)(4)) peg and j tube, lot not provided. The spouse of the patient left a message, stating that the patient was hospitalized on (B)(6) 2015 with a staph infection around the stoma site. When ncm spoke with the patient's wife, the wife stated that the patient is currently at home on antibiotics.